Event description:
It was reported that a vns pt had become suicidal and that the event eventually led to pt hospitalization. Prior to her hospitalization, the pt was reportedly having difficulties receiving consult from a treating vns therapy physician. Upon finding consult, the physician indicated that her condition would need to be reevaluated and reportedly led to multiple medication changes. This intervention, in addition to the stress/uncertainty of medical care, reportedly led to the pt's current suicidal state and eventual hospitalization. Follow up with the pt's current physician revealed that no changes had been made to the pt's vns therapy at her single office visit, and that they had been unaware of the pt's current state of health. The relationship of the event to vns therapy is unknown. Good faith attempts for additional information have been unsuccessful to date.